Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on september 24 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Additional information was received and images were provided in the complaint. Upon visual evaluation, no apparent damage or visual anomalies were observed in the product. Scar tissue could be also observed above the implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Correction: on september 26 2020 mentor became aware that the previous supplemental report: ( manufacturer report number:1645337-2020-07689) has the baker grade as vi which is incorrect and the correct grade is IV( baker grade 4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 550cc silicone breast implants which the patient experiencing bilateral issue with capsular contracture baker grade iii. The hardening of both breasts and implants not dropping down. The issue was confirmed by the physician. As a result patient is scheduled for removal on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the capsular contracture grade was vi. As a result patient underwent bilateral replacements as follow: sn:(B)(6), catalog no: 3505504bc, sn#:(B)(6), catalog no: 3505504bc, and complete capsulectomy performed. Sides are unknown per this report. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4 2020, additional information indicated that date of removal changed to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).